Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed that the embolization coil was detached from the pusher assembly and was not returned for evaluation. Further evaluation revealed that the pusher assembly was fractured, and only a portion of the distal shaft was returned for evaluation. If the device is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. If the pusher assembly fractures, the pull wire may retract out of the ddt and allow the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior epigastric artery using packing coil lps, a non-penumbra microcatheter, and a base catheter. During the procedure, the physician successfully implanted nine lp coils in the target location using the microcatheter. Next, while advancing a packing coil lp through the microcatheter, the physician experienced resistance, and the packing coil lp became stuck and unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed from the patient. Subsequently, the hospital technologist flushed the packing coil lp out of the microcatheter on the back table. It was reported that the vessel made a tight curve out of the base catheter and that all proper flushing techniques were used during embolization. The physician then regained access and completed the procedure using a ruby coil lp, another lp coil, and the same microcatheter. There was no report of an adverse effect to the patient.